Event description:
It was reported that pump experienced malfunction alarm, and caller confirmed no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump and reconnecting continuous glucose monitor, advised that pump could continue to be used, and instructed caller to call back if malfunction recurred, which caller acknowledged and understood.